Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) the customer . This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "according to the customer's report, bacterial growth was found in 3 plates. The agar in these plates was dark (muddy) red and bacterial growth was found in the center in a plate and at the edges in 2 plates."

Manufacturer narrative:
Investigation summary: bd received a complaint for material number 251239 batch 2032331. The DHR for batch 2032331 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The complaint history was reviewed, and no other complaints have been received. Retention samples were pulled and no contamination was noted. No returns were received, but a photo was provided and this complaint is confirmed for contamination. Bd will continue to trend complaints for appearance and contamination.

Event description:
It was reported that while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) the customer . This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "according to the customer's report, bacterial growth was found in 3 plates. The agar in these plates was dark (muddy) red and bacterial growth was found in the center in a plate and at the edges in 2 plates."